Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that the vacuum on the cpt tubes wasn t great. I got a complaint from two of our draw sites that the vacuum on the cpt tubes wasn't great. First, lot# 1124680 was being used to run a side experiment for us where we needed to collect 6 tubes of blood but they were having to go through 8-10 tubes to get 6 tubes of blood. Even then the tubes were mostly half full. I also got notes on the paperwork from a site where lot #1141732 was implicated. They said the vacuum was really bad and they were having a tough time filling the tubes. Do you know what is going on here? Are there others that are having our same issues? Please let me know if I need to bug someone else besides you¿lol

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1124680. Medical device expiration date: 2022-04-30. Device manufacture date: 2021-05-04. Medical device lot #: 1141732. Medical device expiration date: 2022-05-31. Device manufacture date: 2021-05-21. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd received two (2) samples from lot #1124680 for investigation. No samples were received from lot #1141732 for investigation. The samples from lot #1124680 were evaluated by functional draw testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, ten (10) retention samples from each lot #1124680 and 1141732 from bd inventory were evaluated by functional draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that the vacuum on the cpt tubes wasn¿t great. I got a complaint from two of our draw sites that the vacuum on the cpt tubes wasn¿t great. First, lot# 1124680 was being used to run a side experiment for us where we needed to collect 6 tubes of blood but they were having to go through 8-10 tubes to get 6 tubes of blood. Even then the tubes were mostly half full. I also got notes on the paperwork from a site where lot #1141732 was implicated. They said the vacuum was really bad and they were having a tough time filling the tubes. Do you know what is going on here? Are there others that are having our same issues? Please let me know if I need to bug someone else besides you¿lol